Event description:
Original diagnosis advanced degenerative arthritis. On 12/16/92, prosthetic knee device implanted. On 3/31/93, signs of infection with cultures. On 4/1/93, debridement of knee followed by IV antibiotic therapy. On 6/2/93, recurrent signs of infection. Fluid aspiration with cultures. On 6/3/93, removal of prosthetic device. Out pt antibiotic therapy/IV. Add'l cat nos. 6210-00-040 and 6200-06-809. Add'l lot no. 55056.